Event description:
Pt reported the catheter broke after several attempts by spouse to remove it. It was reported that resistance was felt, but they continued to pull on the catheter based on instructions from the nurse. The piece of catheter was successfully removed through medical intervention and the pt is reported to be doing fine.